Event description:
It was reported that this right ventricular (rv) lead recorded a code 1005 after shock delivery. A code 1005 occurs when a shock impedance greater than 145 ohms is recorded. Shock therapy was exhausted but did not terminate the arrhythmia. Technical services (ts) advised this lead is programmed to reverse polarity. However, based on guidance provided should be programmed to initial polarity. Ts provided reprogramming recommendations and troubleshooting options. The patient was admitted to the hospital. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.